Event description:
It was reported that, "in 2008, at approx 16:30 during a surgical case for treatment of a hip fracture, being treated via insertion of a gamma 3 nail, a hair was noted in the inner sterile packaging when opened by the nurse circulator prior to the implant being passed onto the field. The hair was fully contained within the sterile packaging adhered to the adhesive portion of the packaging that is removed to allow access to the implant and extending into the sterile area. Based on this finding the surgeon felt the best course was to proceed with another implant, so as to not use the initial implant not being sterile." Less than ideal nail length used to complete case.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.